Manufacturer narrative:
(B)(4). Concomitant medical products and therapy dates: atorvastatin; 10 mg;qd; (B)(6) 2007 - present; baclofen; 10mg;tid (B)(6) 2004 - present; diazepam; 5mg; tid; (B)(6) 2006 - present; hydrocodone-acetaminophen; 10mg;qd; (B)(6) 2009 - present; morphine; 30 mg cap; qd; (B)(6) 2008 - present; sertraline; 100mg; qd; (B)(6) 2007 - present; dyazide; 25 mg capsule; qd; (B)(6) 2007 - present; trihexyphenidyl; 4 mg; tid; (B)(6) 2009 - present; aspirin; 81mg; qd; (B)(6) 2007 - present; multivitamin; 1 tablet; qd; (B)(6) 2007 - present. Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
A medwatch report indicated that two open circuits were detected during a pt's routine clinic visit on (B)(6) 2010. The open circuits were thought to have caused a reduced therapeutic benefit. The pt's implanted pulse generator (ipg) was previously replaced on (B)(6) 2010, due to an expiring battery. It was noted that an affected deep brain stimulator lead had been originally implanted on(B)(6) 2005. An x-ray did not reveal any lead or wire fracture. The pt went to an operating room to have their entire right deep brain stimulator sys (ipg and lead) revised due to the open circuits. The pt's outcome was not reported. Add'l info is being requested, and will be provided in a f/u report as it becomes available.